Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting end-of-life at a routine follow up. Monitoring voltage was 2.67. The last capacitor reformation charge time was 30.5 seconds. At the previous follow up charge times were 15 seconds and battery status was good. This ICD was explanted and successfully replaced with a new ICD. No adverse patient symptoms were reported.